Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) replaced the measuring cell and the sipper nozzle. The fse performed instrument checks and calibration successfully and the customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient plasma sample on a cobas e 801 analytical unit. The initial troponin result was 30 ng/l. The patient's nurse questioned the result as it did not match the patient's clinical picture which prompted the customer to repeat the sample. The sample was repeated on another e801 analyzer and the result was <6 ng/l. The repeat result was deemed correct.